Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The string is broken off- tampax pearl [device breakage]. Case narrative: consumer reported via email that the string is broken off the tampons. No injury was reported.